Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The technician was able to confirm the customer reported issue. Hotwire flow sensor verification procedure was performed but unable to get the proper waveforms or readings to show up on the uim. The uut was disassembled for access to the sensor filaments and an inspection found the filaments found to be contaminated which caused the reported issue.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the avea unit auto cycles when the flow sensor is in use. There is no patient involvement in this reported event.